Event description:
It was reported the epg (external pulse generator) has a broken battery drawer. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Battery drawer is broken. Upper case is broken. Lower case and ring cover are broken and contaminated. Battery release, battery release o-ring, lead flex cover, and release spring are contaminated. Battery contacts are compressed. Side bails are missing.